Manufacturer narrative:
No operative notes were provided; the technique used to secure the components together is unknown. The x-ray provided shows the stem disassociated from the femoral housing. It is possible that improper seating or inadequate tightening of the components led to disassociation; however, a definitive root cause cannot be determined with the information provided. Evaluation codes: the femoral stem set screws were still located within the femoral stem housing. The stem extension taper exhibited heavy scratches, gouges, and wear in the area intended to mate with the set screws for fixation. The dimensions taken were found to be within specification. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It was reported that the pt was revised due to the femoral stem extension becoming disassociated from the rhk femoral component.